Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer shut down the station and removed the back panel to access internal components, disconnected and reconnected the row board cable from the drawer control board and the cubie tray row e for drawer 2.2. After securing the connections, locked the back panel and powered the station back on. Functional testing was performed using both the hardware test application and the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications. The customer stated that there was a delay since the medications retrieved from pharmacy. There were no adverse events or injuries reported based on this event.